Event description:
Reporter tested in am and got blood glucose result of 69 mg/dl. Reporter did not accept this reading and took two more, back-to-back, receiving 150 and 159 mg/dl respectively. Reporter felt these were closer to normal for him. Reporter does not verify to normal for him. Reporter does not verify confirmation dot is completely blue nor does he compare with color chart. Reporter is not on insulin or oral meds. Reporter had not cleaned meter since purchase over a year ago. After cleansing, reading was 138 mg/dl for this am. Reporter found this acceptable. Reviewed product handling and technique with reporter.